Event description:
It was reported that the day after the pump was replaced, the patient ¿was in such an overdose¿ and was taken to the emergency room. The patient had been on a consistent does of 640 micrograms (mcg)/day for a number of years going back to a previous pump. However, the physician¿s has had to continually titrate the patient down due to the patient being overly sedated and being too loose, low tone, ever since the pump was implanted. The patient was now at 96.1 mcg/day which was still too much. The pump was to be filled with 500 mcg/ml rather than 2000 and there was inquiry as to how long the reverse bridge bolus would take. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709 lot# j0056664r, implanted: 2001 (B)(6), product type catheter product ID: 8578 lot# serial# (B)(4), implanted: 2013 (B)(6), product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient experienced a change in therapy effect. After a routine pump replacement, the pump dose needed to be reduced ¿by leaps and bounds¿. The concentration was 2000 and needed to be reduced to 500. The dose was 77.9 and was to be reduced again on the day of the report. A bridge bolus was programmed and the transition to 500 occurred on the evening of (B)(6), at which time the patient reported feeling ¿looser and looser¿ over the next few days. The patient reported being able to stand last week and, at the time of the report, could not stand and his dose had been reduced. The patient became more flaccid with the concentration change and the dose decrease. The patient was tolerating dose decreases with the 2000, but the change to 500 needed to happen to drop the dose below 96. The week before (B)(6), he was lifting 25 pounds and, at the time of the report, could barely life 18. He was also able to stand on one leg and, at the time of the report, could not. He was too flaccid; his leg wouldn¿t hold him up. The hcp was confident that the pump and catheter were intact. It was noted that the patient worked out a lot. The hcp questioned if the workouts were helping and reducing the need for the therapy. The hcp was to reduce the dose on the day of the report and continue to monitor the patient¿s response. It was noted that, following the initial implant several years ago, the patient was getting bolus doses of 92mcg every four hours and was completely therapeutic. (B)(4).